Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the trocar and its sleeve slid out of the body when they pulled an instrument out of the trocar. There was no reported patient injury.